Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were wet with no visual evidence of the presence of blood contamination. The returned sample was subjected to a laboratory bubble point test. A leak was detected as a steady stream of bubbles coming from the polyurethane (pu) cut surface on the cavity ID end of the dialyzer. The leak was located at approximately 100 degrees, with the dialysate ports situated at 0 degrees. The dialyzer was disassembled for further evaluation and a fiber fragment was identified in the same area the leak was identified (at approximately 100 degrees). The fiber fragment extended out of the pu and measured 0.24 mm in length. The opposing end of the fiber was unable to be located. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that an internal dialyzer blood leak occurred approximately thirty minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly visible in the dialysate compartment of the device. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were also being used. A blood leak strip was used to test for the presence of blood, and it tested positive. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 200 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The sample was reportedly available to be returned for a manufacturer evaluation.